Manufacturer narrative:
Sales rep and surgeon were contacted for further information. No product lot number or specific product information has been received. The device is not available for investigation. Without further information, it is not possible to narrow down root cause of the issue. Based upon the details as presented, it is unknown whether the adverse event occurred as a result of patient medical history, surgical technique, or device malfunction. Although there are known risks associated with the use of caldera medical's mesh products, these risks are noted in the warnings/adverse reaction section of each product's instructions for use (IFU). When used as intended and per the product IFU, the benefit to the patient for the intended use outweighs these risks. Several attempts have been made for clarification and information however no further information has been received.

Event description:
Sales representative reports that surgeon has the patient who might need to remove caldera's ascend mesh. Patient experienced pain, and she had multiple other medical issues. The surgeon who implanted caldera's ascend mesh and the implantation date are unknown. The surgeon and sales representative have been contacted for further information. No lot numbers are available and the product was not returned for investigation. Without further information, it is not possible to narrow down root cause of the issue. Based upon the details as presented, it is unknown whether the adverse event occurred as a result of patient medical history, surgical technique, or device malfunction.